Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation was rupture.

Event description:
Healthcare professional reported left side rupture and capsular contracture baker grade ii. Device has been explanted.

Event description:
Healthcare professional reported left side rupture and capsular contracture baker grade ii. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual and microscopic analysis of the returned device identified: fold creases, stress marks, wear abrasion, extended sharp opening in the same location of crease on radius side curved openings with striated edge on posterior and a weight test of the explanted material was verified and it was overweight. Based on the device analysis the final assessment is: - a sharp crease opening assessed as fold flaw opening. - curved striated openings assessed as surgical damage. Additional, changed, and/or corrected data: h.3, h.6.